Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation. During visual inspection, circumferential delamination approximately 2 inches in length from the distal tip was observed. 3 kinks were observed at approximately 3 inches from the distal tip, 1.25 inches from the distal tip, and 1.75 inches from the distal tip. Additionally, the marker band was found to be attached to the liner, but loosely attached. No liner tear was observed. Due to the condition of the returned device (liner delaminated and fully expanded), no relevant dimensional inspection or functional testing could be performed. Per the report, the patient had a mild tortuosity and calcification in the access vessel. A tortuous anatomy along with calcification could result in difficulties withdrawing a delivery system through the sheath due to non-coaxial alignment between the delivery system and sheath distal tip. It is likely that, during retrieval of the delivery system into the sheath, the balloon caught on the liner at the sheath distal tip, and the subsequent excessive force and maneuvering of the delivery system to overcome withdrawal difficulty contributed to the liner delamination. The kinks at the sheath distal tip and folded liner tip further support that excessive force was applied during system removal through sheath while something has been caught on the liner at the sheath distal tip. Although a definitive root cause is unable to be determined, available information suggests that patient factors (tortuosity/calcification) and procedural factors (excessive device manipulation during system removal through sheath) may have contributed to the complaint event. During manufacturing, the esheath shaft component was 100% visually inspected. During the final inspection, the esheath underwent 100% inspection for the following: verify the tip ID dimensions, visually inspect without magnification that hemostasis valve surface is free of damage (cracks, tears, voids, flash), visually inspect using minimum 3x magnification for seam separation, visually inspect using minimum 3x magnification, visually inspect for flash and excess material using minimum 10x magnification, visually inspect tip interface using minimum 3x magnification. After sterilization, product verification (pv) was performed on finished devices under a sampling basis. The esheath samples were visually inspected for seam separation and the strain relief was inspected at a minimum of 3x magnification for holes and tears. Additionally, after sheath expansion testing, the devices were inspected for damage (i.e. Tears), liner opening or not (i.e. Stretching), and to ensure that no fragments separated from the sheath tip. The devices met the requirements for all inspections and tests. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip liner delamination was confirmed by visual inspection of the returned device. No manufacturing non-conformances were identified. A review of the relevant device history record (DHR), lot history, and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint event. Available information suggested that patient factors (tortuosity/calcification) and procedural factors (excessive device manipulation during system removal through sheath) factors may have contributed to the complaint event. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed the may 2018 control limit for the applicable trend category. Therefore, neither a product risk assessment, nor corrective or preventative action was required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the implant of a 29 mm sapien 3 valve by transfemoral approach, approach, the physician had a not clearly defined problems with esheath. During pre-decontamination evaluation of the returned device, circumferential delamination approximately 2 inches in length from the distal tip was observed. Three (3) kinks were observed at approximately 3 inches from the distal tip, 1.25 inches from the distal tip, and 1.75 inches from the distal tip. Additionally, the marker band was found to be attached to the liner, but loosely attached.